Event description:
It was reported that the device was closed when handed to the surgeon and he was unable to open the device to use it. They used another like device to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.